Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient stated that the stimulation showed on, but the hcp reported that no power was getting to the device. The patient programmer indicated that the stimulation was turned on. The patient was attempting to manage the tremor with more medication as the device did not appear to be working. The fist programming session resulted in the patient having good symptom control. After going home, the patient's symptoms of tremors returned. The device was programmed to 1.5 volts, but when rechecked it was at 0.0 volts. The hcp indicated that the decrease in volts may have happened during programming. The device was reprogrammed, but the tremors returned again. Impedance readings were normal. The hcp planned to continue working with the patient for programming and symptom control.

Manufacturer narrative:
(B) (4).